Manufacturer narrative:
The manufacturer completed a laboratory investigation of the trilogy evo solenoid valve and proportional valve returned with allegations of failure during system leak verification and aecm verification. The reported issues could not be confirmed. Both components were visually inspected with no defects observed. Event logs and service test reports were not available for review. Each component was installed onto a laboratory trilogy evo test bed and evaluated using the manufacturer's lab trilogy evo multifunctional test station. Testing included leak verification, aecm verification, and aecm solenoid current verification (as applicable) at both pre- and post-test. All tests passed, and no abnormalities were detected. The manufacturer concluded that both the solenoid valve and the proportional valve operated as designed. The investigation did not identify a device malfunction, and no findings were observed that would change or modify the device risk profile. No additional failures were identified.

Event description:
A customer reported a failed system leak test. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.